Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's atrial lead exhibited high capture thresholds. X-rays indicated lead dislodgement. Subsequently, surgical intervention was undertaken to explant and replace the lead. No adverse consequences were reported.